Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor were calibrated, and the unit was returned to service.

Event description:
The hospital reported intermittently the bellows would not function in mechanical ventilation. There was no report of patient involvement.